Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results from the cobas 6000 c 501 module. Data was provided for four patient samples. Sample 1 initial result was 133 mmol/l and repeat result was 142 mmol/l. The result on another c501 analyzer was 138 mmol/l. Sample 2 initial result was 129 mmol/l and repeat result was 146 mmol/l. The result on another c501 analyzer was 138 mmol/l. Sample 3 initial result was 133 mmol/l and repeat result was 148 mmol/l. The result on another c501 analyzer was 142 mmol/l. Sample 4 initial result was 134 mmol/l and repeat result was 141 mmol/l. The result on another c501 analyzer was 143 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative cleaned the kcl filter which was contaminated, the reference flow path, and ise bath. He replaced the pinch tubes and electrodes and performed a precision check. The investigation did not identify a product problem. The cause of the event could not be determined.